Manufacturer narrative:
Submit date: 2017-09-13. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon triage on 2017-08-29 the service tech found the enteral feeding unit had no audio.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of unit had no audio. The unit was triaged and the customer¿s reported condition was confirmed; the device did not tone as it should. The device was opened and inspected for damaged components. The pcba has a substantial amount of corrosion/fluid ingress present. The buzzer circuit was heavily affected. Also capacitor c18 was found to be dislodged from the pcba as well as transistor q21. Q10 was found to loose from the pcba and not able to provide a stable connection. Due to substantial corrosion/ingress on the pcba root cause could not further be identified. The unit is beyond reasonable cost to repair, recommend disposition. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.